Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported (B)(6) the patient experienced pain at the ipg site due to the device having flipped in the pocket. The patient reportedly lost weight. In turn, the ipg would no longer communicate with multiple programmers. Subsequently, surgical intervention was undertaken to explant and replace the ipg.

Event description:
Follow-up revealed the replacement ipg was placed in a new location. The patient no longer feels pain and the communication issue has resolved as well.